Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display and was exposed to water. Customer stated had a power loss alarm but was not able to clear error. The customer stated that keypad was not responsive. Customer stated the contact on the battery cap was neither missing nor damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. No unexpected missing segments, partial display, beeping, frozen display or flashing display noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. (B)(4).